Event description:
This report is to advise of an air leak and a fluid leak that were noted during analysis. During the af procedure, while attempting to irrigate the sheath after septal puncture, blood was not flushing back through the irrigation port. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.